Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer stated that this device will randomly shut off. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During external inspection was found scrapes and scratches around kit plastic and power button wear on the unit's keypad. These issues did not affect the functionality of product. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event, corrected data.